Manufacturer narrative:
Ortho field engineer (fe) went on-site. Fe contacted ortho 2nd level support (tsc) for additional support on 09-20-2018. Tsc reviewed the images and confirmed the gel camera read all correctly and indicated the provue only reads one side of the card. Tsc confirmed a small degree of cells or a bump above cell#2 which appears to be below the gel camera's threshold of detection. Sample 1 of 2. (B)(4).

Event description:
False negative on provue analyzer serial #(B)(4), for an anti-c (small c). Customer initially tested the patient sample on (B)(6), on provue sn (B)(4), and obtained a negative reaction on all three 0.8% surgiscreen cells. Because this is a known patient with an anti-c (small c), customer reran another sample from the same patient (a second sample taken at the same time) and obtained again a negative reaction on provue sn (B)(4), on all three 0.8% surgiscreen cells. Customer reran that sample on their other provue analyzer (B)(4), and obtained a 1+ reaction with 0.8% surgiscreen cell 2. Customer reran the patient sample using the manual gel method (incubation 15 min), and obtained a weak reaction with 0.8% surgiscreen cell 2. Customer reported no reactivity with cell 3 (c positive) on either provue; very weak reactivity was observed in manual testing. Qc are adequate. Summary: initial testing on 1st patient sample: date: (B)(6), on provue analyzer (B)(4), result: negative. Reruns testing on second patient sample: date: (B)(6). On provue analyzer (B)(4), result: negative. On provue analyzer (B)(4), result: cell 2: 1+. On manual gel, result: cell 2: weak. Customer ran a panel, and confirmed the anti-c (small c). The same lot of mts igg gel cards and 0.8% surgiscreen (different sets on the two provue instruments) were used on the 2 provue analyzers and on the manual gel. Lot: igg gel cards: 053018001-03, exp: march 27 2019, 0.8% surgiscreen: lot vss030, exp: oct 9 2018, 0.8% panel a: lot vra310. Complainant name: same as reporter, complainant phone: same as reporter, complainant e-mail: same as reporter. Problem description: issue started on: (B)(6) 2018, frequency: 2 samples from the same patient, sample ID: not provided. Actions taken by customer: reruns on the other provue analyzer and on manual gel method.